Manufacturer narrative:
The insulin pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No flashing white light, blank display, display anomaly, audio tone/beep or missing segments/partial display noted. No cosmetic damage noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed pump error. Customer cannot recall the blood glucose reading. Troubleshooting was not performed for insulin pump error. Customer is reporting past event. Customer also had display anomaly but the issue was resolved. Customer was advised to discontinue from the insulin pump to revert to a backup plan per healthcare instruction. Insulin pump will be returning for analysis.